Manufacturer narrative:
The reason for return of accelerated battery depletion could not be confirmed. Battery voltage and current drain were normal throughout the implant duration. The result of all electrical tests performed, including thermal and mechanical stress testing indicate normal device characteristics. The device image was saved successfully. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, it was noted that the battery on the device had depleted and premature depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable.